Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated use of an unapproved cartridge/handpiece combination. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. The use of unapproved products may result in lens delivery difficulties of lens damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on 04/01/2014. (B)(4).

Event description:
A center director reported that after an intraocular lens (iol) implant procedure, the patient was complaining of 'double vision' associated with a refractive error. An iol exchange was completed approximately three months later with a lens of one-half diopter less power. An unapproved cartridge/handpiece combination was used during the initial procedure.